Manufacturer narrative:
Physio-control is awaiting the return of the device for further investigation.

Event description:
It was reported that the device would not power off. There was no patient use associated with the reported event.